Manufacturer narrative:
(B)(4): evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusions: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic ats received info that during surgery, the aortic root measured 18mm. However, once this mechanical valve was implanted, the aorta was unable to be closed. The valve was removed and a new 16mm valve was successfully implanted with no adverse pt effects.